Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non- healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens would not fold and was unable to load. There was no patient harm. Additional information has been requested and received stated that lens was unable to load into cartridge.